Event description:
A pt complained of an allergic reaction consisting of dyspnea, cyanosis, and redness of the skin during a procedure which used a gastroscope disinfected with cidex opa. The symptoms recurred when the scope was removed, flushed out, and reinserted. The pt was treated with cortisono.